Manufacturer narrative:
Device evaluation: there is a slight mark on the catheter at the distal end of where the strain relief is located on the shaft. Balloon successfully inflates. Air can be passed. Device is non-patent at the hub. Notification has been marked in this field to indicate this complaint is part of a voluntary field action.

Event description:
During preparation for a lead extraction procedure, the bridge balloon failed to load on prep-kit wire. The lumen of balloon was blocked just distal to the bifurcated port. There was no harm to the patient, and the patient was discharged per operative plan.